Manufacturer narrative:
Investigation summary: a review of the product did not find any unusual trend for the reported complaint category. Without a lot number, no further investigation can be conducted. Root cause: insufficient info. Source: phone.

Event description:
Reported five false positive flu b results for one patient. Confirmed with pcr. Unknown if symptomatic or asymptomatic. Report 2 of 5.